Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation, it was noted that the right ventricular (rv) lead was in unipolar configuration due to the safety switch being triggered for high out of range pacing impedance measurements. The intrinsic amplitude on the lead also had decreased. The physician opted to program the device to unipolar pacing and bipolar sensing based on the measurements. Since the patient was not pacemaker dependent no further testing was done. No adverse patient effects were reported.